Manufacturer narrative:
Doctor alleged that crowns popped off. Doctor has been non-responsive in providing additional information. A retain sample was evaluated for adhesive strength and it was determined that the product met specifications. A review of the manufacturing records indicated that there were no non-conformance or variances in the manufacturing process. These investigation results indicated that this incident was not the result of product failure. Customer did not return product.

Event description:
On (B)(6) 2011, a doctor alleged that a patient experienced the debonding of crowns after placement with maxcem elite.